Event description:
The distributor provided a letter of inquiry from the ministry of health in (B)(6). The letter contained the following info: a catheter was broken while attempting advancement in the groin area even though an enlargement was made with a scalpel at the point of entry. The sheath nor dilator made advancement and as a result "deformation" had occurred. No add'l info is available. No report of harm or injury.

Manufacturer narrative:
The suspect device is not expected to be returned for eval. The part number listed is a best estimate. The user did not indicate if this was the initial use of the device. The user did not provide a part number nor a lot number. A review of the lot specific device history record and complaint database could not be completed. Merit attempted to obtain more info from the distributor. No add'l info will be provided. Merit is unable to determine the exact nature of the complaint nor a root cause. A f/u report will be submitted if add'l info becomes available.